Manufacturer narrative:
(B)(4). Additional information: the reported condition was not confirmed, as no samples were returned to baxter. Therefore, a cause was not identified. If there is any further relevant information from that review, a supplemental medwatch will be filed. A review of the manufacturing records revealed no issues and no deviations from standard procedure.

Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. The patient experienced peritonitis was hospitalized for the event. During hospitalization, the patient was treated with vancomycin (dose, route, and frequency not reported). When the patient was discharged home from the hospital, the patient was instructed to take cefazolin, 1000mg intraperitoneally (ip) for 14 days. The cause of the peritonitis was unknown. Pd therapy was ongoing. The patient was recovering from this peritonitis event. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). An internal investigation is currently under way, however, has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot numbers gd893867 and gd893461 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted.